Event description:
Edwards received a report where a transcatheter aortic valve was placed inside a failed carpentier edwards porcine valve. No additional information was provided regarding this event.

Event description:
Additional information provided indicates this event occurred after two years of implant and that the left and non coronary cusps had pannus overgrowth on them and would not open properly.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Manufacturer narrative:
New information indicates the valve was noted to have pannus overgrowth on two leaflets. Without return and evaluation, the reported pannus growth cannot be confirmed or evaluated. No further action is required at this time; edwards will continue to review and monitor all events.